Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged, which resulted in the pump shutting down. Customer's blood glucose (bg) displayed "high" on the glucometer. Elevated bg was addressed via manual insulin injection. The customer reverted to an alternate method of insulin therapy.